Manufacturer narrative:
The manufacturing record review indicated that there were no nonconformances with respect to the final product release process. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports with respect to the production order number. There were no environmental monitoring related nonconformances within the production order timeframe. There were no process and / or material changes within the production order number. Based on the manufacturing record review and historical review the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted in a secondary procedure from the left eye of a patient due to myopic outcome from the first procedure. There was no incision enlargement and no vitrectomy performed. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The lens was returned to the manufacturer cut in pieces, most probably to make the explant possible. The lens was contaminated; dust particles were present whereby the condition is consistent with a lens that was explanted from the patient¿s eye. Both haptics were missing. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of the presence of a diffractive ring pattern on the optic. A white stain was present on the optic of the lens. Considering the condition of the lens, a diopter measurement could not be performed. Additional analysis is not possible. All pertinent information available to abbott medical optics at the time of this report has been submitted.